Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to less than 100%. The device's battery charge limit was reset to 100% to correct the issue.